Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level as well as high blood glucose. Customer's blood glucose value was 20 mg/dl to 40 mg/dl and 200 mg/dl to 400 mg/dl. Customer stated that the other blood glucose value was 47 mg/dl, 500 mg/dl. Customer declined troubleshooting. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.